Manufacturer narrative:
(B)(4). The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the touchscreen cracked after it fell off of the counter and the user believed the cartridge was too warm while it was in their boxer shorts. The user's blood glucose (bg) level was 354 mg/dl. The bg level would be addressed with a manual injection. It was confirmed that the customer had an alternate method of insulin delivery available.